Event description:
Customer reported once turning device on, it begins to count as if dosing prior to dosing of the test strip. Customer stated this has occurred with several other previous test strips drums too. No treatment was received. A request was made for return product and replacement product was sent.